Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave sec. Port, clave y-site, pe lined light resistant tube, distal microbore, sec. Lock,272 cm. Damage was reported in the administration set where the clamp is made (equipment fixation) during a patient's infusion of total parenteral nutrition (tpn). According to the report, the cause of the incident was a quality problem. Once connected to the patient and the clamp removed, the dripping became evident. However, the reported problem did not cause or contribute to any patient injury. She also reported that when the package of the disposable was opened in the mixing center, which was in good condition; the damage became evident hours after it was placed in the clamp. The reported further stated that, in the mixing center, it is purged, the clamp is placed and sent to the service. Once in service, the parenteral nutrition is connected to the patient, the clamp is removed and tpn is administered.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter full phone no: (B)(6).

Manufacturer narrative:
Two pictures were returned. One showed a red circle outlining a leak in the tube. The second picture showed a green clip activated in the tube. Additionally received one (1) used list #140073190 primary plum set. As received a kink was observed on the tube between the drip chamber and the cassette. On the kink a small tear was observed in the tube. The deformation of the tubing appeared to be rough and stretched out. No additional damage or anomalies were observed. No anomalies were observed on the inner portion of the clamp. The tube and side clamp were found to meet specifications. The complaint of damage on the set can be confirmed due to the tear observed on the tube. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.